Event description:
It was reported that the stent was successfully deployed in a calcified lesion in the right coronary artery. The pt left the cath lab in stable condition. Two hrs post-procedure the pt went into cardiac arrest and was returned to the cath lab. It was discovered that the vessel had occluded with thrombus distal to the newly implanted stent. The vessel was dilated in several places with a balloon catheter, and the stent was further expanded with the balloon catheter. No further intervention was performed. Reportedly the pt had pre-existing gastrointestinal bleed, and was not placed on any type of anticoagulant therapy.